Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a no image issue when using his evis exera iii video system center. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Upon evaluation, it was found that the unit needs a software update, the video socket connector has a defective locker, and the patient board is defective and needs replacement. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.